Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). As per ccc recommendations, the customer performed advanced clean method. Ccc obtained remote connection and performed troubleshooting on the integrated multi-sensor technology (imt) probe and aliquotter. Ccc auto-aligned the imt probe and primed the imt probe and aliquotter. Ccc performed check 1 on probe and aliquotter, which passed. Ccc reset the instrument successfully. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an imt power flush procedure, replaced the imt pump tubing and performed calibrations. The cse ran a quick check and quality controls, resulting within range. The cause of the discordant, falsely depressed na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.

Manufacturer narrative:
The initial MDR 1226181-206-00225 was filed on (B)(6) 2016. Additional information (05/09/2016): a siemens customer service engineer (cse) was re-dispatched to the customer site. The cse replaced the aliquot probe and ran dilution check. The cse ran quality controls (qc) on both levels. A siemens headquarter support center (hsc) reviewed the instrument data which indicated the dilution check passed and qc were within range after replacement of the aliquot probes. Hsc further stated that patient mean for sodium was improved and consistent with typical sodium patient mean result. The instrument is performing according to specifications. No further evaluation of the device is required.